Event description:
It was reported via repair work order that the cross tubes are bent and the litter is tilted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.